Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1). The patients attorney made no allegations related to the bard/davol perfix plug or the bard/davol ventralight st. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). It is alleged that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿